Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). No product was returned or product pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during retrograde femur nail surgery that the threads of the locking screwdriver broke in the screw; the tip of the threads stayed captured in the screw's head in the patient's body. There was no reported harm or injury to patient. However, the tip of the threads stayed captured in the screw's head and remains in the patient's body. No delay was reported. Due diligence is complete. No additional information is available.